Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for acute kidney injury. The patient's lactate dehydrogenase (ldh) level was in the high 200 u/l to low 300 u/l, which is the patient¿s baseline. The echocardiogram results showed potential pump thrombosis. No further information was provided.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.